Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) confirmed a fracture. Evaluation revealed no signs of torquing or stretching at the fractured location. This type of damage may occur if the red68 is manipulated at an angle during use. Based on the reported event, it was reported that the fracture was noticed after removal from the patient. Therefore, this damage is likely due to a kink that subsequently worsened to fracture upon retraction at an angle. Evaluation revealed a kink near the fracture location likely due to the same manipulation upon removal. Further evaluation revealed that the red68 was returned advanced through a non-penumbra rhv and had ovalization and bend on the proximal end. This damage was incidental to the complaint, and the root cause could not be determined. The ovalization and bend may have occurred during packaging of the device for return. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68). The physician made one pass and removed the clot at the target location using the red68. After the pass, while removing the red68, the physician was experiencing resistance. Upon removal of the red68 from the patient, the physician noticed the midshaft of the red68 was fractured. It was reported that when the red68 was removed from the patient, there was clot inside the distal end. The procedure was completed at this point. There was no report of an adverse effect to the patient.